Event description:
It was reported that charging cable and wall adapter were damaged and no longer worked, so pump could not be charged using those supplies. There was no reported impact to the customer¿s blood glucose level. Customer support arranged replacement of damaged charging supplies and planned to send them together with pump return shipment. Customer reverted to an alternative method of insulin therapy.